Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The stapler 45 reload, white,used in the procedure was not available for analysis. The stapler 45 instrument was placed on in house system and was found to engage and recognize successfully. Five stapler 45 reload, white, cartridges were installed and tested for clamp and fire in all articulations: straight , pitch down, pitch up, yaw left, and yaw right. All staple formations passed. The da vinci system log file review did not show any parameters that would suggest a poor staple formation. Additional testing was unable to duplicate the failure in 6 firings. All staple formations were complete for all firings and review of firing data during manufacturing of this instrument showed no anomalies. A video review of the event showed the surgeon was stapling the inferior mesenteric artery (ima) / inferior mesenteric vein (imv) vascular bundle and blood was seen exiting the staple line. It appeared that the staples malformed at proximal portion of firing and the distal staples appeared normal. The few malformed staples shown on the video are indicative of staples that were somehow obstructed from forming properly at the proximal end of the firing and this led to the failure of the staple line in that area. At this time, it is unknown what caused or contributed to the endowrist stapler 45 instrument using the stapler 45 reload, white, to become malformed. There is no indication that the patient experienced a serious injury because of the reported issue. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the proximal staple line did not form while using the stapler 45 instrument and the stapler 45 reload, white. Upon unclamping from the tissue, surgeon noticed the proximal end of the staple line was not completely sealed. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. It was stated the surgeon immediately controlled the bleeding with a fenestrated bipolar forceps instrument and applied a weck clip with the large clip applier instrument. Inspection of the staple line showed the staples on the proximal end were not completely closed. Minimal blood loss was observed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.